Event description:
Revision surgery - pt complained of discomfort and pain. The pt popped the hip unit out of place and popped it back in place. Due to pt experiencing pain and discomfort, the surgeon decided to do a revision on pt hip with a larger size head.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 15 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 7 prior complaints against this part number;none with failure mode pertaining to "pain". This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical, and a definitive root cause cannot be determined. It was reported that the patient's hip unit popped out of place and it popped back in; this is when the pain and discomfort started. There are no indications of a product or process issue affecting implant safety or effectiveness.